Manufacturer narrative:
This supplemental report is being submitted updated fields: h2,h7,h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error 226 during inspection for use involving an olympus rigid video laparoscope there were no reports of patient involvement.